Event description:
The customer reported to corporate product surveillance that the distal end of the clearlink modular solution set with stopcocks broke off into the stopcock connection within the set. This condition did not occur during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The set was not observed broken right out of the package, rather it broke during priming with saline. There was no patient injury and a new set was used.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned only the stopcock portion of the reported set. It was visually inspected and the reported condition was confirmed. A piece of an unknown male luer had broken off into the stopcock. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.